Event description:
The customer alleged that she tested her blood glucose using her contour meter and received a reading of 71 mg/dl. She then had her glucose tested using a lab test and that result was 22 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned. The meter was replaced at the customer's insistence.